Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('she lost her fallopian tubes with the contraceptive essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-may-2019: patient made a second post and event was updated to "she lost her fallopian tubes with the contraceptive essure". Case was upgraded to incident. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.